Manufacturer narrative:
The local service representative evaluated the local control module and determined that a push-button switch had not been completely soldered to the circuit board.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed that membrane switch on the roller pump local control panel did not operate properly. The device was able to be controlled as desired by means of redundant controls on the central control module. There was no adverse consequence to the pt as a result of this event.